Event description:
A customer reported while running samples the rack jammed and error message ¿2300 s. Loader step feed failure¿ occurred on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to restart the analyzer, but the error persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error by running a sample. While troubleshooting, fse found that the rack would move away from home position 1-2 inches then the error appeared. Fse inspected the alignment of the x1 pitch sensor flag and found it was misaligned. Fse resolved the complaint by adjusting the flag and tested the maintenance function by performing a rack rotation test. Fse repaired and validated the analyzer by successfully performing daily check, ran calibrations, and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 22jan2022 through aware date 22feb2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: [2300] s. Loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to misalignment of the x1 pitch sensor flag.